Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. H6- health eff impact code: appropriate term/code not available- a plan is in place to perform device explanation. Investigation ¿ evaluation: (B)(6) hospital informed cook on (B)(6) 2020 of an incident involving an unknown zenith flex iliac leg. Limb thrombosis was reported after an evar procedure on (B)(6) 2020. Communication with the user facility clarified that the patient was on antiplatelet medication (aspirin) before the placement of the grafts and the patient had copd, hypertension, and colon cancer resection in addition to the aneurysm. The patient reportedly experienced no adverse effects as a result of this incident, no additional harm was reported. A review of documentation including the complaint history, drawing, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls and inspection are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the design history file (dhf) found that product is safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to the lack of lot information from the user facility. Evidence provided by the complaint facility, complaint history, manufacturing documents, and verification testing suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: "4 warnings and precautions 4.1 general patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. 4.5 implant procedure systemic anticoagulation should be used during the implant procedure based on hospital- and physician-preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm claudication (e.g., buttock, lower limb) embolization (micro and macro) with transient or permanent ischemia or infarction endoprosthesis: occlusion graft or native vessel occlusion renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) 11 directions for use 11.1 zenith spiral-z aaa iliac leg system 11.1.4 contralateral iliac leg placement and deployment 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps within the main body and not past the radiopaque marker band positioned 30 mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30 mm within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency." Based on the information provided, no returned product, and the results of our investigation, a definitive root cause for the failure could not be established. Thrombosis is a known inherent risk of the device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Rpn: unknown zsle. Implant date: 2014. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg implanted in 2014 thrombosed. Consequently, there is a plan to explant the device. Additional information regarding the patient, device, and event has been requested but is not currently available.